Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds approximately three months post implant, and the physician decided to replace this lead. Another rv lead was successfully placed. No additional adverse patient effects were reported. The lead is not expected to return for analysis.